Event description:
There are two new clv190 systems in the endoscopy department; each system is approximately 2 months old. System #1 - could not white balance the system - error code e311 was generated. This problem occurred on three different occasions. Each time a patient was sedated and on the table when the failure occurred & the patient had to be moved. Olympus was called each time & the light source sent in for repair. Light source is still out for repair with no feedback from olympus regarding what the problem is. System #2 - light source on the 2nd system does not recognize the new 190 scopes for which the light source was designed. The light source was sent in for repair. A loaner 190 light source was received but it too failed - only the secondary lamp would work, not the primary. Olympus then sent in a 2nd loaner 190 light source. The hospital's original equipment has been out for 2.5 weeks with no information provided by olympus regarding the problem with the equipment.